Event description:
It was reported that patient had revision of gamma nail.

Manufacturer narrative:
Summary: according to the product inquiry the devices are not available for examination; product data were not provided. Neither x-rays nor medical records are available for evaluation. Thus, the reported event was not confirmed. A physical examination could not be carried out as the devices were not returned to stryker kiel. Thus, reasonable examination was impossible. Based on the sparse information given the root cause of the reported event cannot be determined. No non-conformity was identified. Product details: unknown gamma set screw . Device will not be returned.